Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections which state: the inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment" as follows. [Inspection of endoscopic images]. Check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. Observe the palm etcetera (etc.) Using normal light observation images and nbi observation images. Make sure the lighting is on. Adjust the light intensity to get the appropriate brightness. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that a cut on the charged coupled device cable caused image noise and the image could not be displayed, and damage to the charged coupled device unit caused the image to disappear during angulation in the right and left directions. The device evaluation also found that the adhesive on the bending section cover had a chip, the angulation level did not move smoothly due to deformation of the bending tube, and scratches were found on the following components: the bending section cover, the control unit, the grip, switch 1, the up/down angulation lever plate, the rl plate, the angulation lever plate, the right/left angulation lever plate, the protector of the video cable section, the video connector case, the video connector, the light guide connector, the light guide cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus flex deflectable videoscope had image noise when changing the angle. The issue was found during a therapeutic procedure. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.